Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead would not capture at 8.0 volts at 1.5ms and had increased impedances by 300 ms. Reprogramming was completed and the bi-ventricular was programmed to rv pacing only. The physician will discuss with the patient the possibility of replacing the lv lead. No patient complications were reported as a result of this event.